Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds) with no stent or other devices. Blood and contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and it was determined that the tip was damaged and the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a loosely folded condition, as-received, and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, de novo target lesion was located in the calcified and moderately tortuous atrioventricular (av) fistula to the 'antebrachium'. The lesion was pre-dilated with an unspecified balloon. Next, a taxus liberte' 3.5x12mm stent was advanced but severe resistance was encountered and the stent delivery system could not be advanced across the lesion site. At this time it was seen under angiography that the stent had dislodged from the delivery balloon. The stent was removed from the patient and different stent was used to complete the procedure. No patient complications were reported and the patient status is reported as 'good'.

Manufacturer narrative:
(B) (6). (B) (4). (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, de novo target lesion was located in the calcified and moderately tortuous atrioventricular (av) fistula to the ¿antebrachium¿. The lesion was pre-dilated with an unspecified balloon. Next, a taxus liberte¿ 3.5x12mm stent was advanced but severe resistance was encountered and the stent delivery system could not be advanced across the lesion site. At this time it was seen under angiography that the stent had dislodged from the delivery balloon. The stent was removed from the patient and different stent was used to complete the procedure. No patient complications were reported and the patient status is reported as ¿good¿.